Event description:
It was reported that during an angioplasty procedure through arteriovenous fistula, the pta balloon allegedly ruptured at 22 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation, one photo was provided for review. The photo shows a partial catheter and balloon pressurized using presto device. Balloon was bloody and water appeared to be leaking near distal end of balloon. However, based on the photo reviewed, balloon rupture cannot be confirmed as no rupture or damage was observed in the photo provided. Therefore the investigation will remain inconclusive for the reported balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that during an angioplasty procedure through arteriovenous fistula, the pta balloon allegedly ruptured at 22 atm. The procedure was completed using another device. There was no reported patient injury.